Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a vancomycin-resistant enterococcus (vre) infection occurred at the user facility. Since the subject device may be the source of infection, the user facility is conducting biological test of the device as part of their investigation. The test result is not available yet. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 using peracetic acid. Other detailed information such as the number and outcome of the patients were not provided.

Manufacturer narrative:
This supplemental report is being submitted to additional information. In the evaluation of omsc repair center, the following was confirmed; bending section rubber adhesive chipped. Objective lens adhesive was peeled off. Insertion tube scratched. Objective lens scratched. Light guide lens cracked. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc, it was confirmed that white foreign materials were attached to the following locations. Instrument channel. Suction channel. Auxiliary channel. Distal end. Instrument channel port. Suction cylinder. Air/water nozzle. As a result of analyzing the white foreign material at the distal end, it was found that the foreign material was an inorganic substance containing sodium and chlorine. From the above, the white foreign material at the distal end may be a residue obtained by drying physiological saline. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.